Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. Additionally, the pump supplies were in use for more than 3 days with humalog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 278 mg/dl.